Event description:
A valiant captivia stent graft and endurant stent grafts were implanted during the endovascular treatment of a 46mm abdominal aortic aneurysm. It was reported that during the index procedure, after implanting ettf2525c70ej and etew2828c82 , the length of the captivia was slightly shortened and adjusted directly above the terminal aorta (the bifurcation of the aorta and common iliac artery) for placement. Shortening of the captivia occurred as it was placed from directly under the kidney to the branch of the terminal aorta, where it was likely to protrude a little into the common iliac artery if it was deployed as it was. The delivery system was then pressed slightly and the device migrated approximately 5mm proximally, covering the renal artery. The stent grafts were explanted and replaced with an y graft. No cause was provided. It was noted there was no device malfunctions with the endurant grafts. No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.